Event description:
It was reported, that wearable stopped working occurred for the transmitter with the serial number (B)(4). However, data for the transmitter with the serial number (B)(4) was provided for evaluation. Data was evaluated and the allegation was confirmed, as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss, due to the transmitter and app were not being able to establish a connection. The reported event of a wearable stopped working is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.